Event description:
Reportedly, the pt returned to the or for a leak in the staple line. At this point, the surgeon decided to do a colostomy since he did not have enough room for an anastomosis. Currently the pt has been admitted in hosp for over two weeks with a colostomy.